Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a return of symptoms. At the last pump refill session, a volume discrepancy was observed in which the actual drug retrieved from the pump was greater than the expected volume. Because a dye study did not show any occlusion, the physician decided to perform a roller study. A failed rotor study was indicated. At the roller study, it was showed that the rotor moved less than 60 degrees as expected. There was no error recorded in the pump logs. As per the logs provided, no alarm / issue was recorded over the time frame of (B)(6) 2021 through (B)(6) 2022. It was noted that the pump was not exposed to a magnetic field before or during the rotor study. The patient did not often have magnets with them. The patient had not heard any pump alarm going off. The physician decided that the pump was to be replaced. Additional information was received from the company representative on 2022-mar-03. It was reported that the event / symptoms had been ongoing since 1 year. The date (B)(6) 2021 is considered an approximate date of event (specific year known only). It was also reported that the patient had volume discrepancies at their last two refills. At these refills the expected volumes were 5.3 ml and 6.3 ml but the actual volumes were 9.3 ml and 10 ml respectively. It was clarified that there was no motor stall confirmed. However, there was a suspicion that the pump rotor was moving slower than expected. The cause of the issue / volume discrepancies and return of symptoms was not determined. The pump was replaced on (B)(6) 2022. It was indicated as not having been known yet if the volume discrepancies return of symptoms had been resolved. The pump was to be returned to the manufacturer.

Manufacturer narrative:
H3: the pump was returned and analysis found wear on the motor o-ring for gear number three. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.